Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator was found in backup mode. Programming changes were made. The patient was in stable condition.